Manufacturer narrative:
The user reported that the patient circuit tubes broke during transfer to the neonatal intensive care unit. Two different patient circuit tube sets were used on the same patient and both broke. The patient circuit tubes were not returned for investigation but provided pictures confirmed that they were broken. If patient circuit tubes are broken before use, it will be detected during pre-use check where patient circuit test is one of several sub-tests. If the breakage occurs during patient ventilation, appropriate alarms for leakage will be generated. There are no similar reports on the same batch number as these patient circuit tube sets. The root cause of the broken patient circuit tubes has not been conclusively determined but most likely have they been exposed to a tensile force greater than they are designed to sustain.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during transfer, the patient tubes broke, and the ventilation became insufficient, and alarms were generated. The patient was manually bagged but became hypoxic for approximately 1-2 minutes. The ventilator was replaced, and the patient recovered. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.